Manufacturer narrative:
The intraocular lens (iol) power recommended by the system may have influenced the reading which led to a mildly hyperopic refractive outcome. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported an unusual predicted outcome during a cataract surgery on a patient's right eye. Refractive analyzer prediction if fully accepted would have led to the patient being significantly long sighted. As it is, the intraocular lens (iol) power recommendation influenced the reading and led to a mildly hyperopic refractive outcome. There was no reported patient harm and no medical intervention was required. The analyzer recommendation was not completely adhered to, as there was significant discrepancy from other calculation methods. The surgery was completed on the same day. Patient is happy with visual outcome.